Event description:
An older gentleman with non-ischemic dilated cardiomyopathy, ejection fraction of 30% and a dual-chamber bi-ventricular ICD implanted about six years ago, hypertension, and chf. He has a riata st 7000 series lead with normal high voltage lead impedance, but on fluoroscopy/timi, was noted to have externalized conductors. Patient having had v-fib arrest as recently as a few months ago, we discussed the potential problems with this lead and then discussed the need for explant of the lead implant of a new one. The patient understood. He was scheduled for the procedure today.new rv ICD lead implanted, biv ICD generator changed out. Patient discharged in stable condition.